Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and instrument data. After data evaluation, the cse performed a total service call on the system. The cse replaced the waste peristaltic pump tubing. The cse checked the aspirate probe sensor and verified dark counts on the system. The cause of the discordant (B)(6) result is unknown. The customer ran quality controls. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant, (B)(6) antibody (B)(6) to detect igg antibodies, result was obtained on one patient sample on a advia centaur cp instrument. The discordant (B)(6) result was reported to the physician(s), who cancelled the patients embryo inplant and questioned the result. The sample was repeated on the same system, resulting non-(B)(6). The corrected result was reported to the physician(s). There are no reports of adverse health consequences due to the discordant (B)(6) result.